Event description:
It was reported that the patient dropped the ilet, resulting in a cracked screen, and a photo confirmed visible screen damage; blood glucose was unaffected and measured at 127 mg/dl, and replacement and return procedures were initiated with shutdown instructions provided. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to diabetes management guidance, as the patient could continue cgm use via the dexcom app or receiver and was informed that data would not transfer to the replacement and that startup would be required. Investigation included review of user report and photo confirmation of physical damage and provision of troubleshooting and education. Investigation of this case revealed physical damage to the display consistent with accidental drop, with no device alarms or malfunctions reported and no impact to therapy noted. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.